Event description:
It was reported that on (B)(6), the nurses noticed that the dose on patient controlled analgesia (pca) module was not the correct one (what patient was supposed to get) with a difference of 0.1 units. There was patient involvement but no harm. The customer would like to find out what the programmed dose was as well as the lock out during the period of (B)(6) midnight until (B)(6).

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on february second, the nurses noticed that the dose on patient controlled analgesia (pca) module was not the correct one (what patient was supposed to get) with a difference of 0.1 units. There was patient involvement but no harm. The customer would like to find out what the programmed dose was as well as the lock out during the period of january 29th midnight until february second.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that on february second, the nurses noticed that the dose on patient controlled analgesia (pca) module was not the correct one (what patient was supposed to get) with a difference of 0.1 units. There was patient involvement but no harm. The customer would like to find out what the programmed dose was as well as the lock out during the period of january 29th midnight until february second.